Event description:
Information received indicates the right foot siderail will not stay up.

Manufacturer narrative:
The technician found the siderail latch assembly was dirty. The technician cleaned the siderail latch assembly to repair the bed.